Event description:
During evaluation, the pump did not detect the cartridge and dispensed fluid from the cartridge during the load step. Evaluation revealed that the force sensor flex was physically damaged, and the force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. During evaluation, the pump did not detect the cartridge and dispensed fluid from the cartridge during the load step. Evaluation revealed that the force sensor flex was physically damaged and the force sensor resistance measurement was out of calibration.